Manufacturer narrative:
Batch review performed on 17 august 2018. Lot 155782: (B)(4) items manufactured and released on 29 february 2016. Expiration date: 2021-02-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: femoral component sphere cemented size 2+ l reference 02.12.0022l (k140826). Lot 160130: (B)(4) items manufactured and released on 18 march 2016. Expiration date: 2021-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 2 l reference 02.07.1202l (k090988). Lot 156419: (B)(4) items manufactured and released on 26 february 2016. Expiration date: 2021-02-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 2 years and 3 months after primary due to loosening of both tibial and femoral component, replaced with another company's products. During revision the pe insert was found damaged and he assumed the loosening came from osteolysis due to pe wear. He reported about many scratches on medial compartment, according to him caused by third bodies such as bone cement particles.

Manufacturer narrative:
On 04 september 2018 we were informed that the correct lot of the liner is 155637. Batch review performed on 14 september 2018: lot 155637: (B)(4) items manufactured and released on 10 february 2016 expiration date:2021-01-24 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by r&d product manager on 14 september 2018 revision of primary cemented total knee arthroplasty 2 years after surgery in a case of severe varus. According to the report, the revision was caused by osteolysis that might have led to loosening of both tibial and femoral components. The scratches visible on both medial (mainly) and lateral condyle of the insert do not suggest excessive wear phenomena but rather a third body trapped into knee joint. The thickness of the explanted implant has been measured: it is around 7.49mm and 7.52mm on medial and lateral condyle respectively. These values are conform to the specification of the insert suggesting that the wear of the articular surface of the insert has been very limited. The root cause of third body particle into the knee joint is unknown. From the information in our hand there is no reason to suspect that this event is implant related. Clinical evaluation performed by medical affairs director on 14 september 2018 revision of primary cemented tka 2 years after surgery in a case of severe varus. According to report, the revision was caused by osteolysis, and the pe insert shows macroscopic signs of scratches and wear, which are normally associated with third bodies being trapped in the joint. We cannot establish any of the above by looking at the radiographs supplied. The scratches visible on the insert are not compatible with normal wear patterns, so we should assume that third bodies were involved. For this reason, there is no evidence that the failure was caused by a defective device.